Event description:
It was reported that the right atrial was found to be fractured and the system was not approved for magnetic resonance imaging (MRI). Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.